Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the blade cut too deep. They changed from 10 in to 6 in and then skin graft had same thickness than with 10 in using other dermatome models. They reported that this thickness switch did not keep selected thickness and the blade moved in patient´s skin. The surgeon had to take another graft. The graft was taken using this same device and was of poor quality, but since the needed size for the graft was small, they got enough on this second attempt. There was a delay of 10 minutes. No additional consequences have been reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the blade cut too deep. They changed from 10 in to 6 in and the skin graft had the same thickness with 10 in when using other dermatome models. Still they think that this 'thickness switch' did not keep selected thickness and the blade moved 'like in potato field' in patient´s skin. The customer returned a dermatome an device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on (B)(6) 2018 revealed that the head was scraped. The thickness control lever torque was only 1-inch pound. The motor speed was lower but still within specifications and the bearings were rough. The control bar was in the correct position and the width plates fit as intended. The calibration was within specifications. The customer hose and width plates were not returned for evaluation. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged head, bearings, motor, and o-ring. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the thickness control lever torque was only 1-inch pound. This could cause the device to not maintain a proper thickness setting. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was within calibration specifications and the control bar was in the correct position. The product review did note that the thickness control lever torque was below specifications, however this would not contribute to the thickness setting not keeping its position. The thickness control lever torque specification would only reflect the usability of being able to set the thickness setting and not the setting itself. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.